Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set tubing got damaged on (B)(6) 2026. The set had been in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully.